Event description:
It was reported that the device had a syringe flanger error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. Plunger pcb was not working as intended and plunger cable has a tear. These were replaced and the device passed functional tests. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.